Event description:
It was reported that during a shift check, the autopulse platform stopped before compressions could be made with the autopulse nimh battery. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll (B)(4) on (B)(6) 2014 for investigation. Investigation results as follows: the battery was placed in the battery tester and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 1140.1w. The battery was then fully charged and test cycled, then re-tested with the battery tester, where the results indicated that the battery was above the minimum power output watts of 1300w with a reading of 1529.9w. An investigation conducted using the battery's serial number found that the battery was within its expected life span of 2-4 years. The customer's reported complaint of the autopulse platform stopping during compressions while using this battery cannot be confirmed, as the platform was not returned for investigation and the battery passed testing.

Manufacturer narrative:
Zoll (B)(4) confirmed that this battery was taken out of service by the charger while other batteries were charged successfully. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.